Event description:
It was reported that the patient presented for an implant procedure. Interrogation of the pulse generator post procedure on the following day noted that the right ventricular (rv) lead had exhibited dropped sensing value measurements. The lead was explanted and replaced. The patient was stable throughout the procedure.